Event description:
Pt called pharmacist reporting a problem with the addease binary connectors used for their antibiotic therapy. Pt stated that the drug is mixing fine, but when the bag is hung for infusion, the drug vial fills up with IV fluid making it impossible to infuse the entire dose. This occurred in 3 out of 5 piggybacks tried. The next day pt was contacted by pharmacist to review the activation procedure and pt stated they were confident they were doing it correctly. A home nurse visited pt to watch their technique. Pt was noted to be doing the correct procedure. On this visit there was no problem with the addease used for this particular dose.